Event description:
The device was clamped over a vessel towards the end of the procedure and activated as normal. However, the instrument then refused to open. The vessel had to be clipped and cut away from the jaws of the instrument.